Manufacturer narrative:
No service was requested. It was reported that the ventilator fell off a trolley and became damaged. According to the customer, the ventilator holder could not be locked properly when it was attached to a transport trolley. When the customer moved the ventilator, it fell out of the holder. The customer did not want to repair the ventilator and decided to scrap it. The transport trolley is of another brand, unknown which. No parts were returned for investigation, therefore the root cause for the damages could not be determined.

Event description:
It was reported that the ventilator fell off a trolley and became damaged. There was no patient harm. Manufacturer's ref.#: (B)(4).